Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient had a hypoglycemic event 4 days after the sensor was inserted in the abdomen. On the evening of the event, the patient had unspecified hypoglycemia symptoms and she passed out. According to the report, the patient cannot remember her cgm (continuous glucose monitor) and bg (blood glucose) readings at the time of event and was reportedly refusing to answer. Paramedics were called by her daughter, and she was treated with IV fluids. According to the report, the patient was refusing to answer further questions. Per documentation, the ts agent was unable to establish during the call if dexcom caused the medical intervention because the patient was unwilling to answer. The reason for the patient's call was to request a replacement the day following the event, as her cgm was reading 175 mg/dl at the time of the call and her bg reading is 111 mg/dl. She reportedly tried calibrating, but the sensor was still inaccurate. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was in good condition. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.